Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fracture of the left femur; was replaced due to a damaged implant.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the damaged nail is undetermined. The damaged implant was replaced with a standard nail using two proximal screws and one distal screw. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international will continue to monitor these events as part of our post market activities.